Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that it was reported that "the iabp continuously alarmed, indicating possible helium leakage at the tubing connection site. Blood was noted to have backfolded into the catheter lumen, and the catheter was observed to be kinked, accompanied by abnormal pulsations, ultimately causing the device to malfunction". As a result the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".